Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 device indicating that it will not take correct blood pressure. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and verification of measurements using a simulator and manometer as well as visual inspection of the hose and connector. The results of the analysis confirmed there was no issue with the device. All measurements were within specifications, and the system is operationally compliant with the service manual. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was unable to be established as the alleged malfunction could not be reproduced. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.